Event description:
Caller reportedly received the following results on his mobile meter (system 1), compared to a second mobile meter (system 2), within 10 minutes: 18.8 mmol/l (mobile system 1) and 8.8 mmol/l (mobile system 2). No death or serious injury reported. Requested return of suspect device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).